Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 06/2012.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before bariatric procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: a sample evaluation could not be performed as the device was not returned. Medical records were provided and reviewed. Approximately four months later, patient presented for removal of the inferior vena cava filter. Follow-up computed tomography scans after bariatric surgery showed that the tip of the filter is found to be lying against the wall of the inferior vena cava with one or two of the legs appearing to protrude into lumbar veins below the level of the renal vein. Through the right internal jugular vein approach, a guidewire was advanced into the inferior vena cava just cranial to the filter. As was indicated on the computed tomography scan, the filter was found to be badly angulated with the tip of the filter lying against the anterior rightward aspect of the inferior vena cava wall. Despite multiple attempts using two recovery cones, goose neck snare and balloon angioplasty of the tip of the cone the cone of the filter could not be dislodged from the inferior vena cava wall and therefore the inferior vena cava filter could not be safely retrieved. Procedure was aborted and the filter remain in place for life long caval filtration. After three years and two months, patient presented for abdominal pain which was located on the epigastrium and left upper abdomen. Pain was worse with eating anything. Patient was recommended for upper endoscopy. Therefore, the investigation is confirmed for alleged perforation of the inferior vena cava, filter tilt and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review:a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. Expiry date: 06/2012 section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.